Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a discrepant was obtained. A repeat test was performed using the ihealth test and the results were different. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: "problem description: customer took the test 2 days ago and it was negative. A new line appeared and he took 2 more tests, one from bd which was negative and one from another brand that was positive. The other brand ihealth rapid covid test."

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer received discrepant results¿ using the bd veritor at home covid-19 tests (material # 256094), batch number 2017607. ¿customer had two negative results via the bd tests and a positive result from an ihealth rapid covid test.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a discrepant was obtained. A repeat test was performed using the ihealth test and the results were different. There was no indication that results were reported out and there was no report of patient impact. Eua210417 the following information was provided by the initial reporter: " problem description: customer took the test 2 days ago and it was negative. A new line appeared and he took 2 more tests, one from bd which was negative and one from another brand that was positive. The other brand ihealth rapid covid test."